Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirting during priming. The customer¿s blood glucose level was unknown. The insulin pump was cracked in casing where the reservoir goes in right under the esc button. The customer reported rainbow effect from time to time, lauder rewind and low battery. The insulin pump will not be returned for analysis.